Event description:
It was reported by service report that the top rail on both sides was torn and had sharp edges. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.